Event description:
It was reported that on (B)(6) 2026 at 04:00 the system controller began to beep with all the lights on stating contact hospital. The internal battery failure alarm remained on. The patient exchanged the system controller. It was noted that the emergency backup battery (ebb) was replaced in (B)(6) 2024. As of 13jan2026 no further alarms were reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: date of implant should not have been previously provided. Manufacturer's investigation conclusion: the reported event of an internal battery alarm was confirmed via log file analysis. Review of the submitted log file revealed on (B)(6) 2026 at 03:06:10, a backup battery fault alarm activated due to the battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage measuring under the acceptable threshold. The backup battery fault alarm did not resolve before the system controller was exchanged and shutdown at (B)(6) 2026 at 03:34:54. The alarm did not affect the system controller's ability to operate the pump. The returned heartmate 3 system controller (serial number (B)(6)) and 11 volt backup battery (serial number (B)(6)) were functionally tested and were found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. Multiple backup battery load tests were initiated during testing, and an alarm was not reproduced. Reported information stated that the patient exchanged their controller to their backup controller. The patient¿s backup battery was previously replaced in june 2024. Additional provided information stated that no more alarms have been reported by the hospital. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The testing records were reviewed for the heartmate 11v battery (s/n: (B)(6)) and it was found that the battery operated as intended. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU, section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery and the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.